Manufacturer narrative:
On (B)(6) 2013 an ocd field engineer (fe) arrived at the customer site and verified the issue with the customer. The fe performed the gelcam mechanical and optical adjustments. The fe also took another reference image. The final camera adjustment was set at 118 (114 prior to any adjustments to the gel cam). The customer ran controls to verify operations. All results were as expected. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer reported that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported.